Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on pump was incorrect and the cause was unknown. Contact corrected the date to address the issue. There was no reported impact to the customer's blood glucose level.